Manufacturer narrative:
510(k) number: k142688. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Additional information received the 31 jan2018: "we received the device yesterday and noted that the needle tip, approximately 3cm from the tip, was broken - the needle segment came out from the sheath when I was taking pictures of the returned device. Since the reported failure was ¿the needle got kinked.¿, I contacted the rep if the needle broke/separated during procedure or not and it was confirmed that the needle was not broken during procedure. According to the rep, when he visited the hospital to have the device back after the event, the physician advanced the needle in order to show him the state of the kink which was close to breaking but not yet broken. Therefore, the rep thinks that the needle might have broken and separated with some force when it was retracted into the sheath after the physician showed the state of the kink." Lab evaluation: complaint device was returned for evaluation. Upon evaluation the following was noted the device was returned in a plastic bag. There was no needle exposure. The style was partially out on return. The broken needle was returned in a bag. The needle advances and retracts without any issues. The stylet can be inserted without any issues. The needle break lines up with the needle, therefore no part of the needle is unaccounted for. The device is fully functional apart from the distal break. The customer complaint is confirmed as the needle broken distally was verified in the lab, as we have no evidence on the device of the kink we can only confirm what is evident in the lab. A potential root cause for this event may have been that the excessive force was applied causing the needle to break a review of the qc records could not be preformed as no lot number was provided prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing record for echo-hd-3-20-c device could not completes as there was no lot number provided. The notes section of the instructions for use, ifu0077-4, and precautions section: that accompanies this device instructs the user to ¿ensure the stylet is fully inserted when advancing the needle into the biopsy site, when targeting multiple sites, replace device for each site.¿ on review of the information provided, there is no viable evidence to suggest that the user did not follow the instructions for use. From the information provided, the patient did not require any additional procedures due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The device was used for eus-fna in the body of pancreas. Patient anatomy was normal. When the physician attempted to push out specimen from the needle with the stylet at the second biopsy, he encountered a difficulty in advancing the stylet, then noted a kink in the needle tip (approximately 5 cm from the distal tip). Since sufficient amount of specimen was already collected after two biopsies, the procedure was finished without additional biopsy. There have been no "adverse" effects to the patient reported.